Event description:
The following has been reported: biomed reported: "needs service on work order note from 7m." Patient harm: no. Log file review initially indicated the following issue: overinfusion condition (safe state 1) (set issue). The pump was set up to infuse cefepime (g) with a vtbi of 50 at a flow rate of 100 ml per hour for an overall duration of 30 minutes. Once the infusion started an alarm was raised for a tubing set problem. The pump issued an error for a "inlet valve leak test failed". The user acknowledged the alarm and then removed the cassette. 18 seconds later the user reinstalls the cassette and then started the infusion process again. 11 minutes into the infusion process, the pump triggered a pump problem alarm. This alarm was raised due to the pump detecting an over infusion event. The effective flow rate was holding steady near 100 but then started to spike up to 175. The pump tried to compensate by reducing its target positive pressure to its minimum pressure of 6. The pump was still recording flow rates above the target flow rate of 100, so it began to close the target resistor angle to bring the flow rate back in line. The resistor angle starting point was 194.34 but was gradually reduced until it finally reached an angle of 13.09 before the pump issued a fail stop error. The customer acknowledges the alarm and then proceeded to remove then set before shutting the pump down. Additional log file review - date on the log is (B)(6) 2026: the control system would measure an ipc leak at positive pressure in excess of 0.5 sccm (pass fail threshold is 0.6 sccm) when the ipc was full of liquid, but below 0.1 sccm when the ipc had no liquid left. - this would indicate that the ipc leak measured was likely a fluid leak past the inlet valve and not an ipc connection leak, as otherwise the leak rate would have been similar whether or not the ipc was full of liquid. When combining the analysis from these symptoms and failures, all evidence points towards av sticky valves on at least one of the inlet valves being the root cause. Investigation update 6/05/2026. Complaint confirmed av sticky valve. The pump was returned due to av sticky valve. Investigation found the fva pins exhibit drag especially on the primary and output pin. Removed fva assembly and verified the fva pins have debris. The fva pins and channels were cleaned. The fva assembly was reinstalled and a mock infusion was performed. The fva lip seals will be removed and replaced during the repair process. During evaluation, the (right/left/upper) loading pin assembly was found to have the spring positioned beyond the retaining c-clip. The affected loading pin(s) shall be replaced as part of the repair process. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.